Event description:
The patient felt shocking when she pressed on the implantable neurostimulator, strong sensation in her right arm and decreased tremor control. She also experienced a loss of therapeutic effect on the right body side; the left-sided therapy was good. The patient used to recharge once a week; the frequency had increased to every day. The left brain extension was suspect. The patient visited a neurosurgeon. The device was programmed to deliver therapy using electrode #0 and #1. Impedance readings showed low impedance/high output on electrodes #0 and #1. Other electrode parameters were within normal limits. The deep brain stimulator was reprogrammed to use electrode #1 and #2; the patient regained control of tremor. Impedance readings at that setting were within normal limits. No device component was explanted.

Manufacturer narrative:
(B) (4).